Manufacturer narrative:
Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, pump error 25 is confirmed in pump history files and in power graph generated by adapt power management tool due to j6 resistance connector issue. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had power error detected alarm. No harm requiring medical intervention was reported. The customer stated that notification light stop flashing immediately after removing battery. The device will be returned for analysis.